Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Pt self tester reports that she has been getting the same results for the past three weeks. Caller also reports that she has been eating a lot of salad and she has bruising on her arms.